Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed an open irritation under the lifevest. The irritation was described as red, itching, and partly open. The patient reported that he had an appointment with his general practitioner to look after the rash. The medical outcome of the patient's rash is unknown, as multiple follow-up attempts were unsuccessful. Additionally, the patient reported that he felt anxiety and constriction while wearing the lifevest. The patient reported that he receives psychotherapy. There was no allegation of a device malfunction associated with the reported skin irritation and comfort issues.